Manufacturer narrative:
Initial reporter phone number:  (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during priming with a prismaflex st 150 set, a hole in sensor was noted which resulted in an external solution leakage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information added to h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.